Manufacturer narrative:
The subject device is not available for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a 25mm 11400m mitral valve was explanted due to mitral regurgitation (mr). After decannulation and closing the patient aorta, mr was detected by the echo. The device was explanted and replaced with the same size and model 25mm 11400 valve with no patient adverse event reported. Per the information received the 25mm 11400m was implanted due to mitral stenosis. Post decannulation mitral regurgitation was observed. The 25mm 11400m mitral valve was explanted and replaced with the same size and model 25mm 11400 valve. The surgeon commented there was no causal relationship between the explant and the device, it resulted from insufficient decalcification in lv near lvot which resulted in the remained calcification to push the mitral side through lvot to cause mr. The device was explanted and decalcification in the lv near lvot was performed via mitral side and new 25mm 11400 valve was implanted. A concomitant avr was performed with a (B)(4).

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards learned that a 25mm 11400m mitral valve was explanted due to mitral regurgitation (mr). The surgeon commented there was no causal relationship between the explant and the device, it resulted from insufficient decalcification in lv near lvot which resulted in the remained calcification to push the mitral side through lvot to cause mr. The cause of the reported regurgitation is procedural factors.